Manufacturer narrative:
B5 - vicm5 12.6 lens. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 -9.50d implantable collamer lens tore/broke during injection/delivery into the patient's right eye (od) on 08 apr 2024. Lens stuck in cartridge or injection system. There was patient contact but no patient injury. Backup lens was implanted on the same day and problem was resolved. Status of eye is reported as "good subjective vision, no intraocular inflammation. Intraocular tension slightly increased, possible corticorresponder. Perceived halo-like dysphotopsia." Cause of event was reported as device and user error; device did not fail to perform.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).